Manufacturer narrative:
Continuation of d10: product ID harmony-dcs; product lot/serial number unknown; product type: delivery catheter system; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that within the first 4 hours following the implant of the transcatheter bioprosthetic pulmonary valve an electrocardiogram (ECG) identified ¿numerous¿ premature ventricular complexes and episodes of non-sustained ventricular tachycardia. A beta-blocker was administered as result. No patient complications were reported as a result of this event. The physician indicated the event was causal related to the implant procedure and transcatheter valve.